Event description:
Additional information received indicated the pocket was revised due to patient related wound dehiscence.

Event description:
It was reported that the device pocket was revised due to wound dehiscence. The patient was in stable condition following the procedure.